Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm and turned black. Customer stated they had tried multiple batteries but that did not work and then insulin pump turned black. Customer reported insulin pump had a crack at the back leading to battery compartment. Battery cap was not missing, damaged or corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Software 4.11d. Retainer ring clear. On 12/22/2021 customer called in with the following concern: fa896 notification letter damage retainer was sent to patient. Patient also mentioned crack on the back of the device going to the battery, then the device turned black battery failed alarm. Test p-cap and reservoir locked properly into reservoir compartment during testing. After multiple battery replacement device persisted on blank display. Device received with blank display due to cracked case behind the device at the battery compartment causing the battery tube to become loose and test battery cap not making contact to the battery tube. The battery tube assembly was push back in the right position, monitored and no blank display noted. Device was downloaded successfully using (thus software) for reference. Proceed it with the following testing to assure proper functionality of the device. Device passed sleep current measurement, active current measurement, self test and displacement test. No blank display, low battery alarms or unexpected battery power loss noted during testing. The power management graph is within specification. Device also received with cracked case(battery tube), cracked battery tube threads, broken belt clip rails, cracked case, cracked retainer, missing display window cover and cracked keypad at select button. In conclusion, device was received with a blank display due to cracked case in multiple locations causing the battery tube to become loose and test battery cap not making contact to the battery tube. After positioning the battery tube in place device powered back on and the testing of the device was successful. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring=clear. On 12/22/2021 customer called in with the following concern: fa896 notification letter damage retainer was sent to patient. Patient also mentioned crack on the back of the insulin pump going to the battery, then the insulin pump turned black battery failed alarm. Test p-cap and reservoir locked properly into reservoir compartment during testing. After multiple battery replacement device persisted on blank display. Insulin pump received with blank display due to cracked case behind the insulin pump at the battery compartment causing the battery tube to become loose and test battery cap not making contact to the battery tube. The battery tube assembly was push back in the right position, monitored and no blank display noted. Device was downloaded successfully using (thus software) for reference. Proceed it with the following testing to assure proper functionality of the device. Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No blank display, low battery alarms or unexpected battery power loss noted during testing. The power management graph is within spec. Device also received with cracked case(battery tube), cracked battery tube threads, broken belt clip rails, cracked case, cracked retainer, missing display window cover and cracked keypad at select button. In conclusion, device was received with a blank display due to cracked case in multiple locations causing the battery tube to become loose and test battery cap not making contact to the battery tube. After positioning the battery tube in place device powered back on and the testing of the device was successful. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.